Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that after leaving the emergency room the first time, they put on a new pod around 9 pm. The patient stated by 12 am their blood glucose levels were back up at 500 mg/dl so they went back to the emergency room. The patient stated that they were monitored, given fluids and had labs ran. They were released 6 hours later.